Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Pump received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is damaged. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the display screen is discolored and the customer cannot read the information on the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.